Manufacturer narrative:
Unit was received with currents in spec. No unexpected battery out limit. No button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. Motor error alarm during rewind due to corroded motor home switch. Numbers does not ramp up on its own or scroll bar moving with no input. Cracked display window corners. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 73 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.